Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that this was an st elevation myocardial infarction patient with an occluded proximal left anterior descending (lad) coronary artery. The xience prox 4 x 18 mm stent delivery system balloon was slow to inflate and was losing atmospheres, however, was able to be inflated completely. When trying to deflate the balloon to extract it, it was not possible to deflate it despite repeated attempts. The patient's blood pressure fell and patient went into ventricular fibrillation. Cardiopulmonary resuscitation and electrical defibrillation were performed multiple times. During this time, attempts were made to deflate and remove the inflated stent balloon from the ostial lad. A larger hole was cut to extract the balloon from the vessel out of the anatomy. The balloon was withdrawn inflated and was hard when removing it from the body. A non-abbott closure device was used to close the vessel. Left ventricular ejection fraction (lvef) was 40% due to anterior hypokinesia; baseline percentage was unknown. Prolonged ischemia time may have contributed to the reduced lvef. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on circumstances of the procedure. The reported inflation and deflation issues could not be confirmed due to the condition the device was returned in for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The reported patient effects of hypotension, ischemia, and ventricular fibrillation are listed in the xience prox everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.